Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. While the sheath was in the left atrium, the physician tried to aspirate multiple times, and they were unable to aspirate. The physician checked intracardiac echocardiography (ice) to see if the device was up against a wall. He pulled back to the right atrium, but the issue persisted. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned as the device was disposed of.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.